Manufacturer narrative:
The baxter technical support found the hydraulic manifold needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A quote for repair and replaced the hydraulic manifold was sent to the customer. Based on this information, no further actions are required at this time.

Event description:
Baxter received a report that reconditioned totalcare bed had head of the bed not going up. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.